Event description:
Patient undergoing laparoscopic roux-en-y gastric bypass surgery. The physician inserted the stapler into the abdomen. He placed it through the end of the roux limb and went back several centimeters up the roux limb. He then extruded the spike along the anterior mesenteric border of the small bowel. He then married the spike to the anvil and closed and fired the stapler. The staples did not align. The stapler was removed and replaced with a new stapler, and the procedure was completed without further incident.